Manufacturer narrative:
(B)(4): the customer reported that the display on their device goes blank. The device was evaluated at philips. The symptom was verified. Replacing the lcd display resolved the issue.

Event description:
The customer reported that the display on their device goes blank.